Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support in resetting the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to contact technical support if the issue reappeared, and they acknowledged this advice.